Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure six years post-implantation due to metallosis, altr, tissue damage, necrosis, and pain. During the revision, local tissue damage and inflammation was noted. There was considerable difficulty dislocating the head anterior so the whole construct was removed. The head was exchanged, and an active articulation bearing was implanted. Head and taper adaptor revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157856 ¿ m2a magnum cup ¿ 574930; 103202 ¿ taperloc femoral stem ¿ 661900; 139259 ¿ m2a magnum taper insert - 058240. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 6 years post implantation due to local tissue inflammation, discoloration of the lining of the joint, local tissue reaction, and metallosis. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.